Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler and cycler set and the patient event of abdominal pain with diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or a cycler set leak. The patient¿s physician attributes the peritonitis to touch contamination which is supported by the culture result of staphylococcus epidermidis. Staphylococcus epidermidis is a predominant normal flora on human skin and the most frequently identified cause of pd-associated peritonitis due to a break in aseptic technique. Based on the available information the liberty select cycler and cycler set can reasonably be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported a peritoneal dialysis (pd) patient had peritonitis and was unsure of the cause. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that the patient came into the clinic on (B)(6) 2019 with complaints of abdominal pain and cloudy pd effluent. A sample of pd effluent was obtained and sent for culture and white cell count. The patient was initiated on antibiotic therapy with one-time doses of vancomycin (2 grams) and ceftazidime, (1 gram) via (intraperitoneal) ip dwell. On (B)(6) 2019, the pd effluent culture resulted positive for staphylococcus epidermidis with white cell count of 7,716 mm3. Antibiotic therapy was restarted using vancomycin, 1 gram via ip dwell every third day for a total of eight doses. The suspected cause of the peritonitis event, as stated by the patient¿s physician, is touch contamination. The pdrn has a plan for the patient to undergo re-teaching of proper aseptic technique. The patient did not require hospitalization and pd therapy on the liberty select cycler with cycler set continued uninterrupted. Reportedly, the patient is recovering and completing their course of antibiotics.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.